Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, while the patient was at a gas station, he lost consciousness. Emergency medical services (ems) was called, a bg was performed which was 42 mg/dl but the patient¿s cgm displayed 102 mg/dl. Ems administered glucagon and stayed with the patient until his bg was 160 mg/dl. The patient reported scabbing on his elbows and knees presumed to be related to skin damage sustained when he lost consciousness. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.